Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient suddenly started noticing a shocking sensation from their ins when they would raise their arm and/or put their head back. Usually the patient could have stimulation at about 2.4 or 2.5 ma but now can't have it go higher than 0.9 ma because then the shocking occurs. Having the stimulation at 0.9 or lower wasn't providing therapeutic effect to the patient. The patient confirmed they hadn't had any falls or trauma nor any programming changes that could have prompted this. They were redirected to see their doctor to have the device checked. No further complications were reported or anticipated.